Event description:
The company received information that suggested that the hub became separated from the tube while in patient use . The customer reported that the failure occurred after about 2-3 weeks in patient use. The customer reported that the patient was re-intubated with a new tube and no harm to the patient was reported. The customer indicated that they will return the sample for evaluation.